Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Clevis fixture was broken on both sides of the device. Device did not articulate properly and did so with difficulty. Device fanned out properly and without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur because of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the distal end of the shaft was broken when lifting the kidney with the device. Damaged parts that fell into the patient¿s cavity were collected. The surgical time was extended by less than 30 min. The procedure was completed without using replacement. There was no patient injury.